Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, motor position encoder error alarm or excessive no delivery alarm during testing noted. Motor passed motor test.pump had cracked case at display window corners, reservoir tube lip, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 438 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and during troubleshooting the customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a motor position encoder error alarm in the insulin pump alarm history. Customer stated that the no delivery alarm was resolved by a complete infusion set and reservoir change. Customer also reported to have experienced a high blood glucose of 438 mg/dl due to motor error and a no delivery alarms. Customer treated with manual injection and declined further troubleshooting on high blood glucose event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.